Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "patient reports feeling moisture on skin late last night. No moisture nor irritation noted on first assessment. When mediport flushed from proximal clave, leaking noted at clave connection point. " no other information was provided.